Event description:
Customer reported to beckman coulter, inc. (Bec) that the white blood cell (wbc) bath of the coulter lh 750 hematology analyzer was leaking. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wbc bath leak was caused by the bath assembly not being pushed completely onto the aperture "o" rings causing a poor seal. The fse reattached the bath assembly. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Evaluation - results: bath assembly. Bec identifier for this complaint is (B)(4).